Manufacturer narrative:
The mcs tip cover accessory has not been returned for evaluation, therefore, the root cause of the failure mode cannot be determined. A follow-up MDR will be submitted if the instrument accessory is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted partial nephrectomy procedure, electrical energy arced through an mcs tip cover accessory installed on an mcs instrument. However, the root cause of the failure mode is unknown. There is also no indication that the arcing event caused/contributed to an adverse event.

Event description:
While reviewing a web video of a da vinci-assisted partial nephrectomy procedure, the initial reporter identified an electrical arcing event involving the use of a monopolar curved scissors (mcs) instrument with an mcs tip cover accessory installed. The web video appears to show an arcing event while the surgeon is manipulating unidentified tissue with the mcs instrument. At the moment the arcing event occurred, the side of the mcs instrument and mcs tip cover accessory appeared to be touching the tissue. A small flash appeared by the mcs tip cover accessory followed by a burn mark on the tissue. On 10/14/2016, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information regarding the reported event: the surgeon reviewed the web video and recalled that the da vinci-assisted surgical procedure was performed on an unspecified date in (B)(6) 2012. The surgeon stated that the surgical procedure was completed successfully and the patient did not develop any operative complications.